Manufacturer narrative:
Event date, describe event or problem , device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. There are numerous shaft kinks. The inner shaft has a puncture hole 4.3cm from the distal tip which is consistent with the damage that is seen caused by use of a guidewire. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the two stingray balloons were simply pulled out from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11700 , 2134265-2017-12029 it was reported that the guidewire perforated the shaft of the stingray balloon. The chronic totally occluded (cto) target lesion was located in the right coronary artery. Two stingray lp catheter and stingray guidewire were selected for use. During procedure, in an angulated artery the stingray guidewire was introduced into the shaft of the balloon. However, it was noted that the guidewire perforated the shaft of the balloon and made it unusable. Then, a second stingray balloon was used but the same problem occurred. The procedure was completed with a different device. No patient complications were reported and patient's status was good.